Event description:
The customer reported that the device had a redx during use and therapy failed. There was no information provided regarding patient impact/involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.